Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis and the high blood glucose of 400 mg/dl and had to go to the intensive care unit for the overnight. The customer also reported that the insulin pump had a no delivery alarm. The customer was treated by the insulin drip. The customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.